Event description:
The event is reported as: the stapler jammed did not release the staples when trigger was squeezed during treatment. No pt injury reported.

Manufacturer narrative:
Product has not been returned to MFR at time of this report; therefore, investigation is incomplete. A f/u investigation will be sent when completed.